Manufacturer narrative:
One cadd-legacy 1 pump was returned for analysis with signs of fluid ingression. The customer's reported problem regarding no cassette detected was able to be duplicated. Simulated use testing was able to replicate the error with a disposable attached. After removal of the cassette the pump did not alarm for "no disposable attached". The pump did alarm with a double beep after powered up and with a disposable attached. The downstream sensor will be replaced to address the issue.

Event description:
Additional information received indicated that the event occurred during routine testing. The was no patient involved.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayed a constant no disposable clamp tubing alarm. There was no reported serious injury to the patient.